Event description:
Customer reported experiencing an occlusion alarm, which did not adversely impact blood glucose levels. Tandem technical support instructed the customer to take several actions, such as disconnecting tubing, tightening locks, and delivering a bolus, but the customer removed the equipment before all instructions could be completed. The customer eventually changed the infusion set and resumed insulin therapy successfully.